Event description:
Inserting a midline for patient for four more days of abx [antibiotics]. Powerglide midline 8cm 18g from bard. Lot #rejt0810. Ref# (B)(4). Under ultrasound guidance, healthcare provider able to access the vein with the midline without any difficulty. When attempting to advance the midline wire, there was mild resistance in the middle of the device. Pulled back the wire. And rescanned the vein and the needle tip still remains at the center of the vein. Readvance the wire mild difficulty at the center of the apparatus but was able to fully engage the wire to the end of the device. Attempted to advance the catheter but the transparent housing of the midline would not open properly. Catheter pulled back and reclose the housing and then was able to advance the catheter. Pulled back the whole housing after advancing the catheter. Was not able to see the flimsy tip of the wire at the midline device able to observe the wire fully retracted at the proximal end of the housing and bending upon itself. The vessel scanned with the ultrasound to see if there was any wire left in place. No wire noticed.